Event description:
It was reported that non-conforming goods were discovered in the distributor's warehouse in (B)(6) 2021. Subsequently, the issue has been identified as foreign material in the package.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Concomitant medical products: item sp-st5-6704, lot # 221500, sterile trac system sterile trac 5 xd thinflap 1.5 x 4.0mm screw. Report source: foreign: (B)(6). A visual inspection was conducted on the returned product per inspection criteria. The packaging was then opened to further investigate the total pieces of debris and a single hair could be seen inside the sterile pack. The complaint is confirmed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Root cause is attributed to a manufacturing issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2022-00051.